Event description:
Report received that fluid continued to flow from the distal end of the tubing set after the stop button was pressed on the pump. The pump was returned to the biomedical engineering department with an unsigned note that read "fluid flows when pump stopped." There was no tracking information in order to obtain specific patient or event details. Though requested, no further information was available